Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings were input inaccurately. During troubleshooting with tandem technical support it was verified that the pump settings and the settings determined by the healthcare provider did not match. Blood glucose level was 258 mg/dl. Tandem technical support assisted the customer in successfully adjusting the pump settings.